Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) number and other specific product information.

Event description:
It was reported that during an implant procedure, the physician noticed that after 1 stitch, the suture needle appeared to be broken off and a sharp tip of suture needle was potentially lost inside the patient. Fluoroscopy was taken and unable to locate the needle tip. It was determined the patient was unaffected. No further information could be obtained.